Manufacturer narrative:
Section h10: (h3) pending evaluation, (d10) concomitant device(s): 4632315 - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. 6896919 - 200-02-35 - three peg patella 35mm. 6176661 - 201-78-15 - holding pin mini sharp point 4 pk. 6837191 - 201-78-81 - 3 trocar, mod. Hex 2pk. S337427 - 521-78-23 - threaded pin size 2.3 collared. S337437 - 521-78-23 - threaded pin size 2.3 collared. 4579701 - 521-78-32 - threaded pin size 3.0 collarless. 9000221286 - a10012 - gps implant kit v2. 6108425 - 02-012-51-2009 - logic tib insert impl crc, sz 2, 9mm.

Event description:
It was reported that this 60 y/o female patient's left knee was revised approximately 2 years post op. Femur and tibia were revised due to osteo-lysis and femoral loosening. Surgeon removed all exactech devices and put another companies product in. Patient was last known to be in stable condition following the event. Product not returning - discarded at the hospital.

Manufacturer narrative:
(H3) the revision reported was likely the result of presumed polyethylene wear and an insufficient bond between the femoral component and the bone, which may have led to aseptic (non-infected) femoral loosening. However, the reported femoral loosening could not be confirmed as the devices were not returned for evaluation. *the following sections have corrected information: (h6) health effect - clinical code: 2377, osteolysis.